Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn. Please see attached spreadsheet for the bimonthly submission due (B)(6) 2015. Submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2015-01844 and 3005099803-2015-01845.